Manufacturer narrative:
A manufacturer representative visited the site to perform a system checkout. Per work order (B)(4), the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software was then analyzed independently, where the behavior was determined to be a known anomaly, and is being tracked through and internal monitoring system. FDA coding reflects both of the concomitant devices. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for electrode and probe placement; the issue was noted intraoperatively. It was reported that during pre-op planning, the healthcare provider (hcp) attempted to move a plan by dragging in the view but did not realize that the measure tool was turned on. The hcp held down the shift key and attempted to move a plan by clicking and dragging on it in the view. Instead of moving the plan, the measure tool was drawn in the view as was expected. However, when the healthcare provider hcp released the mouse button, the crosshair position jumped to the plan entry. This jumping was expected to occur after a plan was moved by dragging it in the views but should not have happened in this case because the plan was not being moved. The patient was not impacted, and the surgical delay was less than an hour.